Event description:
Patient had pelvic organ prolapse and underwent a supracervical hysterectomy with abdominal sacrocolpopexy via robotic surgery approximately one year ago. On exam, there was noted to be an asymptomatic mesh erosion, possibly from a stitch that entered into the vaginal canal, causing some tissue necrosis. Patient opted to undergo surgical excision.